Event description:
Add'l info received from reporter on 10/27/2014: open inguinal hernia repair with bard perfix plug mesh. The surgeon spoke with my wife after surgery and told her he put in double the mesh of normal pts and that it was safe. I have had chronic pain ever since. My surgery was on (B)(6) 2013. I suffer everyday with this pain, some days are worse than others to where I am immobilized. It hurts to sit, it hurts to move, it hurts to lay or have clothing on. I have severe pain in my right testicle 4-7 days each week. I have pain at the incision and down through my testicle. It feels as though someone has kicked me in the testes every day yet the urologist doesn't see anything wrong and he said this happens to about 10% of the pts. So that's it? Offered no other solution to my problem. I guess I should just live this way the rest of my life. To be in this pain everyday takes a toll on the quality of life. I can't even say it is worse when I am more active one day than another as the pain is always here. Sometimes when I wake up, I'm in dire pain and have done nothing to create it. How can I hold down a job when I can't even get off the couch? Or out of bed? I took off an entire week of work to recover. Surgeon said most people go back in a day or two. I was throwing up and running fever. I called the surgeon and asked for more pain medications during that week of surgery and he reluctantly gave me 1 refill. I don't think he believed me. I had to get back to work. While at work, I was in a lot of pain and was throwing up a lot. I was taking off work a lot after the surgery due to the pain and throwing up. Needless to say, my job 'laid me off' at the end of (B)(4) 2013. Since then I'm just trying to get through the pain and trying to find someone to help. No job, no insurance. Surgeon wanted 200.00 up front before I could even make an appointment to see him. I didn't have 200.00 due to the job I lost after the surgery he performed on me. But now he will not see mee because I can't pay him even more money. He could have at least seen me. I'm only (B)(4). I should be able to work at an everyday job without having to miss days due to chronic pain. Sex with my wife? What's that? -the pain is so bad I cannot even touch my testicles much less have them mobilized. I'm mad all the time. I'm depressed. I'm tired of the pain! I want my life back! I want a job! I want to be able to play with my kids and grandkids! We go nowhere and do nothing 95% of the time due to the pain. Every doctor I go to, can't find anything and just leave me hanging. I guess I must be lying about the incredible amount of pain I'm in. No one will help. There's something wrong. My next doctor will be a pain management specialist. Just so he can 'cover up' the pain, since no one will help get rid of what they did to me in that operating room that day. When we look up pain from hernia surgery, there are not many people out there with this same exact pain and symptoms. Same quality of life which is next to nothing now. The mesh is terribly wrong to be placing into a persons body. Why would doctors keep using this product on something so 'crippling' to their pts? Why is this product still on the market? The mesh hardens, it shrinks, pulling on the insides of your body. Imagine what that feels like to a person's insides. Then, surgeons can't even remove it all out of someone due to the hardening and affixations to other parts of your organs, FDA - you have to recall this or do your own research - there's thousands of hernia pts out there like me with the same crippling affects and no one will help.

Event description:
Reporter had hernia repair on the right side. He was told that the incision would be a "little, bitty" one but he woke up with a very large incision. He was told that he would be home and back to work quickly but after two days, he began t o have pain so strong that it made him double over with the discomfort. He was told he was to have one patch, but apparently he had to have multiple patches. Reporter has had multiple visits to his physician, who thinks that the reporter is lying and tells him to change his diet and lose weight. Things are so bad that the patient is not able to work and he is paying for the visits, out of pocket. In addition, he will have to see a pain management specialist for this debilitating pain that keeps him from having sex, keeps him from sleeping, causes nausea, pressure and even keeps him from thinking straight. He states that it feels as if someone has kicked him in the stomach and he cannot even touch the testicular/scrotal area, on the right side, it is so painful and sensitive. By the end of the day, the pain is unbelievable. Curious about others having similar complaints he did a search on the internet and did see where other people are also having similar problems, even one young man who has talked of suicide. He was able to find other plugs that are being recalled, but could not find any such recall on the perfix plug. Reporter is interested in seeing if the FDA has had other patients call to report this since he understands that there are only (B)(4)of patients who have had this surgery with this subsequent debilitating pain. However, he feels that there is still a significant amount of people to warrant concern and further investigation.